Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice device, the home patient found air in the patient line, it was found that there was a clamp open on an unused supply line. This event occurred during initial drain while the home patient was connected. The technical service representative advised the home patient to close clamps on any unused supply lines and to start over with new supplies. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the home patient had a clamp open on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.